Event description:
Initial (17-sep-2024): this reportable incident was received via amazon review in reference to compound w freeze off. The consumers gender, age, medical history, concomitant medications and allergies were not reported. The consumer used compound w freeze off for an unknown indication and during attempt to activate the product "the whole thing opened up and all the foamy insides sprayed out". As a result the foam left an uncomfortable feeling on the hand. This case outcome is unknown. Meddra version 27.0. Expectedness: device expulsion: unexpected. Application site discomfort: expected. Accidental exposure to product. Product label confusion. According to the company reference safety information.